Event description:
A us distributor returned an electrode belt was unable to complete incoming functionality testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204, belt/monitor unusable) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The trunk cable was pulled from the strain relief, damaging trunk cable connector j702 on the distribution node pca. The root cause for the strained cable was excessive force. Investigation underway. See car-1142. There was no adverse event that resulted from damaged electrode belt.